Event description:
The customer reported that the system had overvoltage fault errors. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator pcb was evaluated and replaced. The candlesticks were regreased. The system was tested and found to be working as intended and returned to service.